Event description:
Additional information was obtained from the customer on 07 june 2021. The issue was found during preparation for use.

Manufacturer narrative:
This follow up report is being submitted to include information obtained from the customer, the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The e433 error is likely due to a triggered safety system of the esg-400 which results in a restart of the generator. If the cause of the error remains, unlimited number of periodic restarts may be potentially required. The activated safety system can be related to one of the following causes: activation of the foot switch while the generator is booting; temporary faulty foot switch; defective cable connection between hvps and generator board; defective circuit boards. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned and the evaluation confirmed the reported malfunction, error e433. Upon performing functional checks, error e433 was generated several times. It has been determined that the generator board is defective and needs to be replaced. The device was repaired, passed electrical safety test and full functional inspection and returned to the customer. The device was purchased on (B)(6) 2017 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed, that during an unspecified event, the high frequency electro-surgical generator unit had an e433 error upon start up. No patient injury or harm was reported.